Event description:
It was reported that the patient felt an un-wellness and had a pulse of about 40 beats-per-minute. A check was done and it showed that the right ventricular (rv) lead¿s impedance had been increasing and was unstable ranging between 700 to 900 ohms. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).